Manufacturer narrative:
The reported device is being returned to conmed for evaluation. A supplemental and final report will be filed following the completion of the device evaluation and complaint investigation. This issue will continue to be monitored through the complaint system to assure patient safety.

Event description:
The customer reported that 60-2450-120 device was being used for the excision of a mole on approximately (B)(6) 2019 when the nurse was holding the hand of the patient and experienced a shock. The patient stated, they felt it "a little bit". The nurse stated that it was comparable to the shock received when taking sheets off of a bed. There was no report of injury to the patient or the nurse. There was no medical intervention or extended hospitalization. This report is being raised on the basis of malfunction with potential for injury upon reoccurrence.

Manufacturer narrative:
An evaluation of the returned device found no issue related to the complaint. Additional problems where identified: the connector was intermittent. The connector was replaced, and the device repaired and calibrated. The manufacturing documents from the device history record have been reviewed with special attention to the manufacturing and inspection of the product. The product released for distribution was found to have met all specifications prior to shipment. The service history of the device was reviewed and found no data regarding this reported failure. A two-year review of complaint history revealed there has been a total of (B)(4). Per the instructions for use, the user is advised the following: installation and operation: to avoid risk of electric shock this equipment must only be connected to a supply main with protective earth. This issue will continue to be monitored through the complaint system to assure patient safety.